Manufacturer narrative:
H6: investigation summary : one open 32g x 4mm pen needle sample and four photos were returned from lot no. 0189506, cat. No. 320559. Visual examination and functionality test was carried out on the returned sample and a broken non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced a pen needle that would not detach. The following information was provided by the initial reporter: according to the customer's report, it was difficult to detach the pen needle from the pen.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced a pen needle that would not detach. The following information was provided by the initial reporter: according to the customer's report, it was difficult to detach the pen needle from the pen.